Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the patient's pacemaker was post-paced t-wave oversensing. Programming changes were suggested but not made at the time. Patient condition was not provided.